Manufacturer narrative:
The patient's weight was not provided. Unique identifier (UDI) #: (device identifier) - (B)(4). Approximate age of device ¿ 3 years and 1 month. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that approximately 3 years and 1 month post implant, red heart alarms and pump stoppages occurred while the pump was connected to battery power. An issue was suspected with the percutaneous lead (driveline) and the patient underwent a pump exchange. A final report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
The evaluation of heartmate ii lvas confirmed internal driveline wire damage that could have contributed to the reported event. Evaluation of the outflow elbow revealed no evidence of developed depositions or thrombus formations. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of the returned pump also revealed no evidence of depositions or thrombus formations. The outer silicone jacket, clear bionate, and metal braided shield of the driveline were removed to examine the underlying wires. Visual examination of the wires of the pump-end segment revealed breaches to the insulation of the orange and yellow wires. The orange wire redundantly supports motor phase 3 and the yellow wire redundantly supports motor phase 1. The observed wire damage appeared to be the result of repetitive flexing. Both segments of the driveline were tested for electrical continuity and did not reveal any discontinuities or shorts. The observed damage was then bypassed and the remainder of the pump-end segment was submerged in a saline solution for hi-pot testing to further verify the integrity of each wire''s insulation. The distal end of the driveline was submerged as well. This test did not reveal any additional areas of current leakage. The pump stoppages and hazard alarms that were confirmed through the analysis of the patient''s log file could have resulted from a phase-to-phase short if the exposed conductors from the orange wire and exposed conductors from the yellow wire made simultaneous contact with the braided shield on either the power module or battery power. A short to ground would have also occurred if the exposed conductors of either of the breached wires contacted the braided shield while the patient was supported by the power module. The heartmate ii lvas instructions for use (IFU) and patient handbook explain that all heartmate ii lvas drivelines have the potential for wire/shield breakdown to occur dependent on length of use and movement/flexing over time. Information regarding driveline care can also be found in both of these documents. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.